Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore the investigation has not been completed. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during setup, the clamp on the recirculation line was faulty and not occlusive. There was no patient involvement as this occurred during setup. The product was changed out. The surgery was completed successfully.